Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A patient's peritoneal dialysis (pd) nurse reported the patient went to the emergency room on (B)(6) 2014 with a chief complaint of shortness of breath. The nurse stated the patient suffered from a history of chronic obstructive pulmonary disease (copd), unrelated to the cycler or peritoneal dialysis treatment. The nurse stated that the patient was not connected to the cycler during the event of shortness of breath. The patient was discharged (B)(4) 2014 as an out-patient and resumed peritoneal dialysis treatments using her cycler. The nurse indicated as of (B)(6) 2014, the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.